Event description:
It was reported that "during a procedure on the right colon using the flexible abc gi probe, a perforation occurred. The pt required an open procedure to repair the perforaton." Sub-mucosal emphysema was noted and the flow rate of the argon gas was reduced prior to the perforation.